Event description:
New information received noted that patient came in for an x-ray. No lead damage or migration was seen. Patient then came into the clinic for a follow-up. The noise was not reproducible. However, patient admitted to using a sawing tool. Clinic explained to patient that tool usage could result in noise. Clinic planned to continue monitoring with no further intervention. Patient was stable after the visit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with noise over-sensing on the right ventricular lead. The pacing lead impedance was also high and out of range. An x-ray was suggested to a healthcare provider, as a fracture was suspected. Patient had no consequences.